Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "smoke was seen on top of the vu unit at around 2200 ((B)(6) 2025) while ventilating a patient, as per clinician. The unit turned off by itself soon after. Patient was bagged and the vent was replaced." No harm to the patient was reported. Currently, the event is under investigation to verify the reported allegations